Event description:
The consumer stated the petal broke off the tampon applicator upon insertion and remained inside of her. She was able to remove the remaining piece.

Manufacturer narrative:
A complaint sample was not returned, therefore, a product evaluaton could not be performed. A record review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anamolies that may have attributed to the reported issue. Information from this incident will be included in our product complaint and MDR trend analysis.